Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (25 mg/ml at 6.79 mg/day) via an implanted pump. The indication for pump use was spinal pain. The patient reported that she had the pump moved from one side to the other side and she was in so much pain. She stated that she felt like the pump was not programmed because she was in so much pain. Per the patient, she could get through the day, but she could not sleep at night because her legs burned due to nerve damage. She also reported that she was in the hospital for 2 nights due to spinal fluid leaking and puking.